Event description:
The account alleges that post-tif procedure, the patient had a significant sneezing spell that caused multiple fasteners to detach resulting in a gi perforation/leak within the patient. The surgeon completed an omental wrap to address this issue. The patient tolerated the procedure well and was discharged. No additional patient consequences to report.

Manufacturer narrative:
The suspect device will not be returning for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.